Event description:
It was reported that during a da vinci assisted roux-en-y procedure, there was unexpected bleeding from the staple line. The procedure was completed as planned, but the patient required a blood transfusion.

Manufacturer narrative:
Based on the information provided, the cause of the intra-operative bleeding cannot be determined. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shows the sureform 60 stapler instrument was installed on the system 9 times and fired 8 reloads (3 blue, 1 white, 1 blue, 3 white, in that order). On installs 1 and 2, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 3, the first 2 clamp attempts were incomplete stopping about half-way, respectively. No firing was attempted on this install. On install 4, the user was prompted to manually select the reload color due to not firing on the previous install. The blue reload color was selected, the first clamp was successful, and the firing was completed with no pauses for compression. On install 5, the first two clamp attempts were successful, and the firing was completed with 2 pauses for compression. On installs 6-8, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 9, the first clamp was successful, and the firing was completed with 1 pause for compression. There were no stapler related errors in the system logs.